Event description:
Mobi-c p&f us : implant "slip" post-op. Only 2 x-rays provided (not very good quality). No additional information provided despite relaunches.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Without a product return, no product evaluation is able to be conducted. The ref/lot number are unknown; therefore the device history records and the traceability are unable to be reviewed. Requests for additional information did not receive a response. The lack of information do not allow to make hypothesis about the root cause of the event. Root cause: unknown. The investigation found no evidence to indicate a device issue if additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
No investigation possible to date of initial report, as no information available regarding reference and lot# of device. More information were requested. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : implant "slip" post-op. More information are requested despite relaunches.